Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 320 mg/dl on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids (did not specify which fluids) to address the elevated bg. Treatment resolved the issue. Customer declined further troubleshooting for the issue with tandem technical support; therefore no additional information was obtained.